Event description:
The physician attempted arteriotomy closure with the closer s 6 fr device after a ptca procedure. It was reported that during the insertion of the device, a break occurred at the elbow. It was reported that the insertion of the device was not "exceptionally difficult" and there was "nothing extraordinary at the condition of the artery". The device reportedly did not break into two separate pieces. The device was able to be removed. A second device was inserted for a successful closure. There was no report of any adverse patient effect.